Event description:
The facility's risk manager reports the following: "heparin infusion set up on the pump with a rate set at 9cc/hour. 25,000 units/250cc ns and entire 250cc infused over an hour's time." Although attempts were made to obtain add'l info from the reporting facility, as of date, no details are available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.